Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported experiencing low blood glucose (bg). The lowest reported bg was 50 mg/dl. The user treated by eating food. The ilet device did not alert the user of low glucose. No symptoms, external assistance, or medical intervention occurred.